Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. The balloon was inflated thrice; however, upon the fourth inflation at 8 atmospheres, the balloon failed to inflate. Subsequently, the physician noted contrast agent leaking out from the balloon. The physician removed the device and found out that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 17051562 to 17051560. Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 1mm distal of the proximal markerband with scratches above and to the sides of the hole were revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was selected for use and advanced to dilate the lesion. The balloon was inflated thrice; however, upon the fourth inflation at 8 atmospheres, the balloon failed to inflate. Subsequently, the physician noted contrast agent leaking out from the balloon. The physician removed the device and found out that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).